Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc and b buttons dome switch. The lcd connector was not unlocked. The device also had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump has a crack on the top of the reservoir compartment near the o-ring. Blood glucose value was 132 mg/dl. He did not recall any events causing the damage. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.